Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing patient study. The procedure was completed as the customer had to do a geo restart. It was reported to philips that the system gave an alert indicating geometry movements were not available. Review of the logfile shows geometry restarts due to a table communication problem. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and was reported by the customer that the issue happens sporadically, occasionally even when the table is untouched. The fse went onsite the following day and found an issue with the smart drive for height drive movement. The fse also confirmed the issue and took guidance from the remote technical assistance team about the logfile and found the same issue. To resolve the issue, the fse performed height position calibration, replaced height smart amc drive and downloaded the board software to the height amc. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If geometry movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A geometry movement error which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.